Manufacturer narrative:
Received one used 140019291 primary plum set and one used list# unknown bag spike with chemoport and one used. List #unknown, extension set with chemolock and spiros for inspection. No defects or anomalies noted. As received, the setup was air pressure leak tested per product specifications. There was no leakage. The 140019291 primary plum set and line attached to the secondary port were attached to ICU medical provided IV bags, primed per packaging directions, and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of air in line was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 3/18/2024.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The customer reported the chemotherapy nearly finished (~12ml remaining in bag) and air passed through cassette. The infusion was stopped with ~10cm air in line in the segment between cassette and patient. Approximately 12ml of the 500ml treatment was discarded and treatment finished. There was patient involvement and no patient harm and no delay in therapy.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.